Event description:
It was reported that a button was not responding on the customer's insulin pump, after possible exposure to perspiration. It was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 204 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to the keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump has with minor scratches on lcd window and case and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.